Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2014 with the following findings: there were pump reboots observed in the black box history. The battery compartment was cracked. The battery cap was not returned with the pump, so a test cap was able to attach to the pump and was used to complete testing. No power interruptions were duplicated. There was no evidence of internal moisture or damage to the power circuit observed when the pump cover was removed. Unrelated to the original complaint, the display screen had a discolored contrast. Also unrelated, the audio bolus button cover was missing.